Event description:
It was reported that intermittent occlusion alarms occurred leading to the customer experiencing intermittent high blood glucose levels. Customer's blood glucose level reaching as high as 521 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy. Customer changed the infusion set and cartridge, after which they resumed insulin delivery. No third-party assistance was required.